Manufacturer narrative:
1. Summary of investigation results: since the sample was not provided, the cause of the event could not be determined. The investigation did not identify a product problem. 2. Summary of follow-up/corrective actions taken: the sample was requested for investigation but could not be provided. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation of questionable results for 1 patient sample tested for elecsys t3 compared to a competitor method. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.